Event description:
Reporter stated "the trigger mechanism is now extremely stiff, and in some cases, tissue samples are not being retrieved properly."

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A comprehensive review of the manufacturing and inspection records for this lot has been completed. No deviations or non-conformances were identified. Samples were returned by the customer for examination. A visual inspection and testing was conducted on the returned product. It was observed that there was resistance during cocking and firing of the device. The complaint was confirmed. An in-depth review was initiated to identify any gaps in the process which may lead to such issues.